Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that they manually entered a sample ID for a specimen and at 9:36 a.m. An estradiol - e2 (estradiol iii) result of 537.1 pmol/l was reported outside of the laboratory on the chart for a different patient. The customer's lab information system (lis) vendor indicated the analyzer sent an "@" symbol in the sample ID field which caused the lis to assign the results to an incorrect sample ID. The analyzer is designed to send the "@" symbol when there is a barcode scanning error. The sample for the actual patient was run at 9:55 a.m. And the estradiol iii result was 3024 pmol/l. This result was not reported outside of the laboratory. The physician requested a repeat of the sample due to the initial result of 537.1 pmol/l. The repeat result for the actual patient was 2956.0 pmol/l. This result was reported outside of the laboratory as a corrected result. No adverse event occurred. The estradiol iii reagent lot number and expiration date was not provided. A specific root cause could not be identified. The customer could not provide any additional information. It is not known if the issue was due to a problem with the analyzer, a problem with the lab information system (lis) or a combination of the two.